Event description:
It was reported that this inflatable penile prosthesis (ipp) was no longer working as intended. Two weeks later, the patient underwent surgical intervention to revise the ipp. A hole was found in the right cylinder, so the pump and cylinder were replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components were visually inspected, and leak tested. The returned cylinder presented a hole resulting in a leak at the corner fold in the proximal end of the cylinder. The cylinder had wear in the proximal end, the middle, and the distal end of the cylinder. Inspection of the pump found the pump tubing was cut down to the pump block and the tubing was not returned for analysis. The pump was functionally tested and did not pass the activation tests. The reported allegations were confirmed and could affect product performance.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was no longer working as intended. Two weeks later, the patient underwent surgical intervention to revise the ipp. A hole was found in the right cylinder, so the pump and cylinder were replaced. There were no patient complications reported.